Event description:
It was reported that a home patient (hp) reused single-use supplies during peritoneal dialysis (pd) therapy. During troubleshooting for an unrelated issue, the patient replaced one supply bag rather than the entire set-up. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the patient performed a partial swap of supplies. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.